Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, reported issue was confirmed due to keyboard failure. In addition, an approximately 3cm line scratch was observed on the upper left of the screen. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the high-definition lcd monitor screen disappears. The customer changed the connection method; however, the issue persisted after 10 minutes. The event occurred during procedure and a sub monitor was used to complete the operation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the image did not display due to a faulty circuit board failure. The specific root cause of the faulty circuit board failure could not be determined at this time. Olympus will continue to monitor field performance for this device.